Event description:
The customer called regarding unexplained high bgs. Troubleshooting conducted and the pump did not alarm during the high pressure test. Instructed to disconnect from the device and return to medtronic.